Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-03316 and 1627487-2012-03317. It was reported, the pt has experienced shocking sensations in her lower back since the implant of the scs ipg. Per the pt, the shocking sensations were not painful. Follow-up is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.